Manufacturer narrative:
Per the clinic, the patient also experienced an infection at the implant site (date not reported). It was also reported that, the patient was placed under general anesthesia on (B)(6) 2023 during the surgical skin repair. This report is submitted on january 26, 2024.

Manufacturer narrative:
This report is submitted on dec 22, 2023.

Event description:
Per the surgeon, the patient initially experienced inflammation at the implant site that was treated with antibiotics. Later a hole in the implant site was discovered that was surgically repaired on (B)(6) 2023.